Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) was missing ground pin on power cord. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the ac power cord reel. The fse completed a preventive maintenance (pm). The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet national repair center (nrc). The national repair center verified the power cord reel assembly has physical damage (cut line cord). Nrc is unable to install the power cord reel assembly into cardiosave test fixture as per specifications of the cardiosave service manual. The nrc verified the failure of the power cord reel assembly failure "damaged power cord" retaining the power cord reel assembly in the nrc per procedure.